Event description:
New information received notes that the right ventricular lead svc coil was damaged during right atrial lead explant.

Manufacturer narrative:
Further information was requested but not received yet. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced for an unspecified issue. Further information is not available at this time. Patient was stable. Related manufacturer reference number: 2938836-2019-02269.